Event description:
It was reported the patient noted the spinal cord stimulator (scs) was not working and was turned off. It was going to be removed. There was no information on the patient, and the patient was scheduled for a cervical MRI. Summarized compatibility guidelines that were requested. Additional information has been requested. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).